Event description:
The patient contacted animas on (B)(6) 2013 reporting that they had a high blood glucose of 19.1mmol/l with lethargy, blurred vision and fruity breath about three and a half hours after lunch. The patient treated via the pump and the bg resolved. Customer support (cs) reviewed the pump with the patient and it was noted that there was a loss of prime but was the result of a cartridge cap coming off during the call. The patient did not have any loss of power. All settings were correct. This report is being made due to the hyperglycemic event the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/18/2014 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.